Event description:
Caller reported issue with pump not allowing cartridge change. There was no adverse impact to the customer's blood glucose level. Caller stopped insulin manually as instructed by technical support, attempted cartridge change, and successfully resumed insulin. Issue was resolved without further assistance required.